Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy. It was found that the right ventricular (rv) lead exhibited high and undefined pacing impedance. A possible lead fracture was suspected. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut. The analyst noted that the partial of the lead was returned with severe explant damage. Because a lead removal wire stuck inside the distal conductor and severe explant damage prevent electrical continuity testing, visual continuity was performed for entire the distal conductor length using destructive testing. No fracture in vivo was observed. But extrinsic damage, conductor's filars were cut at distance 24.5 cm and 31 cm. The fracture in-vivo was confirmed on proximal conductor, it happened at distance 53.5 cm/lead distal end-cast zone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been explanted.